Event description:
The user facility reported that during the middle of a colonoscopy, the video monitor displayed a colored image and there was no visible video image. The procedure was completed with a different, but similar device. There was no pt injury and no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed video image difficulty. The video image was found intermittently flickering and also changed colors when the angulation control knobs were manipulated. The insertion tube was found to be worn and buckled below the protector boot of the device, which was attributed to extensive usage and physical damage. There were also multiple frayed wires noted on the bending section mesh which also appeared to be due to extensive usage. The cause of the user's experience was determined to be due to an intermittent connection of the ccd unit wires at the bending section area. In addition, evidence of third-party repairs were noted on the c-cover, bending section cover, and the bending section cover glue.